Event description:
It was reported that the implant at tooth site # 33 failed to integrate and was removed loss of integration.

Event description:
It was reported that the implant at tooth site # 33 failed to integrate and was removed loss of integration.